Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip impossible to release.

Event description:
Note: this report pertains to the first of two resolution 360 ultra clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 ultra clip devices were used during a colonoscopy procedure performed on (B)(6) 2023. During procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. It was reported that they had to pull it very hard to remove it. The same issue occurred with the second resolution 360 ultra clip device. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip impossible to release.

Event description:
Note: this report pertains to the first of two resolution 360 ultra clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 ultra clip devices were used during a colonoscopy procedure performed on (B)(6) 2023. During procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. It was reported that they had to pull it very hard to remove it. The same issue occurred with the second resolution 360 ultra clip device. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported, as a result of this event.